Event description:
According to the reporter: during spay procedures, the suture broke. The suture would fall off at the point where it connects to the needle. Nothing fell into the cavity of the patient. No patient injury.